Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the pump's pressure switch test was performed and the issue was confirmed. There were fluid ingressions noted and missing all back labels but the cause of the issue was not able to be confirmed. The upstream and downstream occlusion sensors will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy plus pump produced an occlusion alarm and failed. No patient injury or complications were reported in relation to this event.